Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 886c90. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Opened the jaw manually with big force what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Yes. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned in half closing position, with the knife partially advanced and with one ecr60g reload loaded on the device. The reload was received fully fired. During the inspection, it was noted that the knife could not be returned. After further investigation, the analysis showed one side of knife wings was broken off, and the other side of the knife wing was out of position, prevents the anvil from closing and prevents the knife from returning to home position. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 886c90, and no non-conformances were identified.

Event description:
It was reported that during surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.